Manufacturer narrative:
H6: investigation summary: there was no sample or photo available to bd for evaluation. Therefore, bd was unable to perform a thorough investigation to verify the reported issue. Since, an investigation could not be performed bd was unable to determine a possible root cause. The manufacturing facility has been notified of this incident and the findings. A review of the device history record was performed and no quality issues were found during production. H3 other text : see h.10.

Event description:
It was reported that the bd intima-ii¿ closed IV catheter system needle canal was discolored and had foreign matter in it. The following information was provided by the initial reporter, translated from chinese to english: "used indwelling needle for intravenous infusion. After unwrapping the package, it was found that there were impurities and discoloration in the indwelling needle canal (just plum rain season), and then abandoned the indwelling needle and replaced other indwelling needles for the patient's infusion. The responsible nurse promptly discovered that no damage had been caused to the patient."

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that the bd intima-ii¿ closed IV catheter system needle canal was discolored and had foreign matter in it. The following information was provided by the initial reporter, translated from chinese to english: "used indwelling needle for intravenous infusion. After unwrapping the package, it was found that there were impurities and discoloration in the indwelling needle canal (just plum rain season), and then abandoned the indwelling needle and replaced other indwelling needles for the patient's infusion. The responsible nurse promptly discovered that no damage had been caused to the patient."